Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Lot number 3604179 indicates component 3742 which is part of the complete part as described in this complaint. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. Lot number 3604179 indicates component 3742 which is part of the complete part as described in this complaint. Manufacturing location: (B)(4). Date of manufacture: sep 17, 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when disengaging the screws from the holding sleeves during sterile processing, two (2) screws broke. There was no patient or procedural involvement. This report is 1 of 2 for com-(B)(4).